Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use with a bd ultra-fine¿ pro pen needle consumer was unable to deliver insulin. There was no report of patient impact. The following information was provided by the initial reporter: patient is diabetic and got the 4mm pen-needles from his local pharmacy sometime this year (he doesn't remember the exact date). He said that the flow didn't work on some of the pen-needles. He doesn't remember the date he tried to use the first pen-needle which turned out to be faulty, and some of the needles within the box worked faultlessly.